Manufacturer narrative:
Reference number: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced redness and pus discharge from the peg stoma site. Since on (B)(6) 2023, the patient received ceclor 500mg (1x2). The psp nurse took care of patient's stoma site and gave instructions for proper hygiene of stoma site.